Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. Customer did not mention any symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 490 mg/dl. Customer current blood glucose level was 490 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer treated their issue with exercise and bolus. Customer did not mention leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. Product will not be returning for analysis.